Event description:
The patient's mother stated that the keypad buttons were not activating desired pump functions when pressed. She reports that the down arrow button has become stuck. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the bolus button was found to be detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.